Event description:
A 3.5 umbilical line placed and fluid drop noted at the 15 cm mark. Line backing up and had to be replaced. No suture near area of leak. Lot numbers of umbilical lines on unit included in report. Physician stated line looked like it was fraying. Uac replaced without incident. The product was shipped back to the rep. There was no harm to the patient.